Event description:
It was reported that a large volume intermate was observed to have particulate matter inside of its balloon. This was noticed during or after filling with meropenem and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from august 04, 2014 to august 05, 2014. The device was received and an evaluation was performed to investigate the reported event. A visual inspection of the device noted a solid white particle approximately 1.10 mm in length, floating in the reservoir. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ft-ir) spectrophotometer scanning. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.